Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): distal conductor distorted. The investigator stated that the helix will not retract because the coil is distorted in the connector.

Event description:
It was reported during the implant procedure the physician was unable to retract the helix because it was blocked. The device was not implanted. No patient complications have been reported as a result of this event.